Event description:
It was reported that the patient had an uneventful refill and programming update. The patient then went to get a mammogram in the radiology department. Two hours later, the patient became symptomatic with increased pain, and returned to the clinic to have a pump status check. The physician read the pump and discovered the pump was in stopped pump mode for 4 hrs 18 min, which meant it had stopped while the patient was at the clinic. Emi and difficulty with programming were denied. The patient was given a therapeutic bolus and reprogrammed to the appropriate dose. The patient responded well and was sent home. The reason the pump went into stopped pump mode was unknown. At the time of the event, the patient's pump contained fentanyl, clonidine, and bupivacaine.